Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 308 mg/dl after eating a larger-than-usual dinner and announcing a usual meal size, with glucose later decreasing to 249 mg/dl; no alerts or alarms occurred and there was no evidence of an infusion site issue, indicating an incorrect meal size announcement and a user-interface-related usage error. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, and a usage problem was identified consistent with improper procedure related to meal announcement and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.